Manufacturer narrative:
Insufficient information was provided for further investigation. A root cause could not be identified. No adverse events were reported.

Event description:
The user received questionable troponin I results for three patient samples. All results are in ng/ml patient sample 1 initial result was < 0.100 and the repeat result was 0.142. On (B)(6) 2010, patient sample 2 from a (B)(6) male, the initial result was < 0.100 and the repeat result was 0.149. On (B)(6) 2010, patient sample 3 from a (B)(6) male, the initial result was 0.117 and the repeat result was 0.223 and 0.220. No adverse events were alleged regarding the discrepancies. The troponin I reagent lot number was 157789.

Manufacturer narrative:
This event occurred in (B)(6).